Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was shooting out insulin. It was reported that the customer received compromised force sensor system alarm. The customer's blood glucose level was reported to be 306mg/dl. It was reported that the customer was advised the pump would have to be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump alarmed prime during the prime test due to moisture damage force sensor resistor. We were unable to perform the basic occlusion and occlusion tests due to prime alarm. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained lcd resilient cover.